Manufacturer narrative:
The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Patient reported a "physician told them that fluid surrounds the implant and that they need to observe this for now." Patient also state they "feel pain". The device has been removed. This record relates to the right side.